Manufacturer narrative:
The technician replaced the brake cam and rollers to resolve the issue.

Event description:
The technician alleged the brakes are not holding when in brake mode. No patient impact.